Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint consisted of (1) 254500726 attune ps fem trial sz 6 rt, lot number mvmbwz180. Examination of the returned device confirms the reported damage. Damage to the lateral aspect of the trial was found which is consistent with saw blades coming in contact with the device. A complaint database search on the provided product code family identified similar reports which when confirmed were attributed to user error. Per surgical technique 0612-10-512 (page 58, care should be taken to avoid saw blade excursion into the femoral trials or implants. The root cause is attributed to inadvertent user error. Based on the root cause of unintended user error, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through srp-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trials had nicks and cuts on them. They are not smooth anymore. These are all out of office sets.